Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 414 mg/dl; cause was unknown. Customer experienced unspecified continuous glucose monitoring (cgm) issues which led to the customer disconnecting from the pump which further elevated the bg level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. A system check confirmed the pump was functioning as intended.